Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set cannula was kinked which led to hospitalization. No further information available.